Event description:
Customer's father reported that customer's insulin pump had a crack by the battery compartment. Customer has to frequently change the battery, every two weeks. The battery cap is warped. The act button sticks. There are unexplained no delivery alerts. Customer's father declined speaking with help line. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).